Event description:
It was reported that the system 9800 had not been configured to properly perform in subtraction mode and could therefore, not be used in vascular cases. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The system software was properly configured to operate in subtraction mode. The system was tested and found to be working as intended and placed back into service.